Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife called and reported that their insulin pump was over and under delivering. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. The customer reported getting no delivery alarms. The customer reported sensor glucose versus blood glucose differences. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No possible over/under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Insulin pump passed the delivery accuracy test at 0.0876 inches.